Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07-jun-2019 with the following findings: the ok keypad button was over responsive. The keypad was removed, and contamination was found under all the button contacts. The battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the ok keypad button was over responsive. This report is made based on results of investigation completed on 07-jun-2019.